Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). An impl tapered sp 3.7mm 10m m octagon (spb10) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture at the threads. Device history record (DHR) review was completed for the subject lot number (63208593). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63208593) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Initial reporter title unknown/ not provided . Initial reporter first/given name: unknown / not provided. Initial reporter last name unknown / not provided. Initial reporter email address unknown / not provided. PMA/510(k) number k011245 & k002188.

Event description:
It was reported loss of integration. When product was returned it was noticed that the implant is fractured.